Event description:
The hcp reported the pt was asymptomatic. The pump was explanted and replaced after an implant duration of 82 months due to MFR's recall. The pt outcome was not provided. The pt is reported to be enrolled in a post approval study.

Manufacturer narrative:
Final device analysis results reveal insufficient bond of catheter access port. This device was subject to recall.